Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoscopic image turned purple when the visera elite ii video system center was connected to the scope (ltf-s190-10) during preparation for use, for a laparoscopic rectal fusion. Subsequently, the scope was replaced, and the procedure was completed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the source of the problem was the endoscope which was replaced during the event. Olympus will continue to monitor field performance for this device.